Event description:
Staff was attempting to remove the port from the patient. The doctor removed part of the catheter and then noticed that the other part of the device remained inside the vessel. Interventional radiology was able to remove the remaining piece of the port.